Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was 340 mg/dl. Customer stated the drive support cap appears normal. Customer stated in the alarm history insulin pump had motor position encoder error alarm also more than one motor error alarm within a 30-day period. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer also stated that reservoir lip ring had damaged. The device will be returned for analysis.